Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.